Event description:
A bipap a40 system silver ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician confirmed by operational checking that loss of power alarm does not sound, therefore, the main system board was replaced. Periodic maintenance was performed, and the following parts were replaced: blower outlet flow path and pollen filter. Since the supply of replacement detachable battery packs has been suspended, the detachable battery pack which is to be replaced at periodic maintenance has not been replaced. The customer will notify once the supply is resumed. The unit was checked overall, cleaned and functionally tested. Confirmed the software version is 3.6.5.